Event description:
It was reported that the customer had a high blood glucose level. Customer's blood glucose level was 500 mg/dl. Customer was in the hospital but due to an unrelated issue. Customer treated with manual injections. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime tests. Customer was assisted with correcting the time and date settings. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.